Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. As the device remains implanted, lenstec was unable to perform a more thorough investigation. The endotoxin results were within acceptable limits and we have not received any other complaints from this batch. There was no evidence to suggest that any aspect of this device was responsible for the reported incident. Lenstec can further confirm that the lens, its design and the manufacturing processes are not at fault due to the extensive testing that we have performed on this model. Furthermore, we are unable to comment on the compatibility of the softec hd lens and the ve2200 injector that was used.

Event description:
Lenstec received an email stating "after surgery the patient developed uveitis and left eye iris adhesion. The patient recovered after a week of medication."